Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had keypad anomaly and blank display. Customer's blood glucose at time of incident was unknown. Customer's stated when pressed buttons nothing happen and took the battery out to change it and not it is blank. Customer's mother declined to provide any other information and she will just call back.